Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) home pd system kaguya sets leaked from an unspecified location. It was further described as ¿the priming of the kaguya was redone with a new circuit or medicine, but the liquid leaked from the front door again and accumulated a little underneath¿. This occurred during priming of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.